Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. An initial review of the device history record has been completed. No deviations or non-conformances noted. A secondary review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation was received on aug 29, 2017 with lot number 1502797. Visual analysis was performed which identified an opening on anterior. Leak test was performed which identified an opening on shell. Microanalysis identified an opening on anterior with striated edge assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Additional visual analysis identified fold creases and a void on valve side above specification per (B)(4) . Based on the device analysis the final assessment is: -opening due to surgical damage. -void on valve side above specification. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device analysis has concluded and a further investigation has been initiated. A supplemental medwatch will be submitted to provide the results of that investigation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.